Manufacturer narrative:
Additional information: d10, g3, h3, h6 d10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #(B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter (serial #(B)(6)) egia45amt, egia45amt egia 45 artic med thick sulu,(lot #unknown) sigphandle, sig power sigphandle handle, (serial #(B)(6)) sigpshell, sig power sigpshell control shell, (lot #unknown) sigphandle, sig power sigphandle handle, (serial #(B)(6)) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the I-beam was slightly advanced and the jaw of the reload was closed. The reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The sled was slightly advanced. The adapter was broken. Functional testing found that the I-beam was manually retracted without difficulty. The adapter was broken but the reload was loaded into a representative handle. The reload successfully clamped and opened repeatedly without difficulty. The reload could not be articulated to one side due to breakage of the adapter. No further functional tests were performed due to breakage of the adapter. It was reported that the instrument's jaws would not open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Shipping wedge printing do not remove until loaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial #(B)(6)); egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown); sigphandle, sig power sigphandle handle, (serial #unknown); sigpshell, sig power sigpshell control shell, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectal resection with robot support, during firing at the rectum, there was a breakage or damage at the pin. It occurred on the two adapters. Moreover, the 60mm purple reload did not open at all inside the abdominal cavity, and the 45mm purple reload had an unintended articulation or uncontrollable problem. Another company's product was used to resolve the issue. There was no patient injury.